Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported. The patient was monitored and noted to be in stable condition.